Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after selecting a more-than-usual meal announcement on the ilet, which they commonly choose to avoid post-dinner hyperglycemia; the user also reported prolonged meal duration that could have led to excess insulin delivery. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution through troubleshooting and education. Investigation included a customer interview and product-use review focused on meal announcement practices and eating pattern. Investigation of this case revealed user-related factors, including selection of more-than-usual meal announcements for a usual meal and grazing, which can lead to over-delivery relative to actual intake; the device and its components were not reported to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related factors and eating pattern contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.